Event description:
A clinic director reported a pt who was not pleased with the outcome one year following bilateral intraocular lens (iol) implant surgery. The lens was exchanged. Add'l info has been requested. There are two medical device reports for this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 12/03/2008 and 12/15/2008 by phone, fax and mail. A completed questionnaire has not been rec'd.